Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30apr2019. The manufacturer's field service engineer (fse) confirmed the reported select button issue. The fse reported that the enter button was functioning. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the enter button in the nav-ring area was not working. No patient or user harm was reported. Event date not specified: estimate used.